Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The serial read-out of the pump was analyzed and a preliminary analysis performed by technicians on site revealed no interruption registered on the date of the event. Any component potentially involved in a power interruption was checked such as the batteries, plugs and switches which resulted to be within specifications. Functional verification testing was completed without further issues and the unit was returned to service. Based on the current level of information, no issue could be confirmed and no device defect could be identified thus, an user error in managing the machine cannot be excluded as potential root cause of the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received report that a s5 system shutted down during procedure after the insertion of a thermometer. The user hand-cranked the arterial pump to continue the perfusion of the patient. Reportedly even if the s5 restarted and the main pump was powered on by the user, it did not rotate thus it was replaced with another pump module. The pump module position within the console was also changed. By restarting separately the allegedly affected pump, it was found that it was working properly. There was no report of patient injury.